Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device was used for ventilator-assisted breathing on a patient with respiratory failure. A suction manoeuvre was performed, and the effective air supply was lower than expected. Reportedly, the device alarmed for a medium priority alarm (yellow led) instead of a high priority alarm (red led). The patient could not be effectively ventilated resulting in severe hypoxemia. The patient had to be resuscitated. The ventilator was replaced. The user facility report was issued for the evita 2, however, the affected device is a savina ventilator according to the device certification number as stated in the user facility report.

Manufacturer narrative:
The local dräger s&s organization was not involved by the user facility in examination of the device and potential repair measures. Hence, evaluation and assessment of this case had to be done on the base of the initial description since no further information were provided. As per report, the user performed an endotracheal suction maneuver with the patient and observed an alarm generated by the ventilator while doing so. The savina has a specific program of oxygen enrichment to avoid hypoxia due to the temporarily interrupted ventilation when a suction becomes necessary. The instruction for use (IFU) explains in detail that this program consists of three phases ¿ a pre-oxygenation phase during which the device ventilates with the pre-defined settings but with 100vol% o2, the phase of disconnection during which the actual suction shall be performed and the final phase after reconnection during which again the breathing gas composition is set to 100vol% o2 for two minutes. It is further explained that the device will suppress the minute volume low alarm for the disconnection phase and the following two minutes to avoid unnecessary alarms ¿ it is in the nature of things that a disconnection of the patient for the purpose of suction will lead to a reduced minute volume and otherwise trigger corresponding alarms that would have no benefit for the user. From the fact that reportedly an alarm was observed while performing the suction can be concluded that the operators did not use the dedicated oxygen enrichment program of the savina to avoid hypoxia ¿ if so there would be no alarm. The user¿s report does not contain any indication for the potential presence of a malfunction and, most likely there is no issue with the device itself which would require repair or correction. Dräger finally concludes that the reported event must be attributed to use error/lack of training ¿ the ventilator has an appropriate feature to avoid hypoxia during a suction maneuver but this feature was not used.

Event description:
It was reported that the device was used for ventilator-assisted breathing on a patient with respiratory failure. A suction manoeuvre was performed, and the effective air supply was lower than expected. Reportedly, the device alarmed for a medium priority alarm (yellow led) instead of a high priority alarm (red led). The patient could not be effectively ventilated resulting in severe hypoxemia. The patient had to be resuscitated. The ventilator was replaced. The user facility report was issued for the evita 2, however, the affected device is a savina ventilator according to the device certification number as stated in the user facility report.